Event description:
The customer reported that the 840 ventilator had a communication error. Malfunction did not occur during pt use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) cable. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).